Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that at times his insulin pump keypad will not respond and that his down arrow key feels mushier than the other keys. The patient's blood glucose at the time of incident is unknown. The customer did not recall any significant events leading to the keypad issue. Additionally, the customer had a blood glucose of 447 mg/dl ever since he disconnected from his insulin pump to go swimming. The patient experienced chest pain in relation to the hyperglycemia. The patient treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent. The device settings were programmed accurately. A high pressure test passed. However, the device was returned and replaced due to the keypad anomaly.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express down button dome switch. No unlocked lcd keypad connector was noted. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.